Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Initial resistance testing found the lead was not electrically continuous. Visual observation indicated that the set screw marks were indicated on the terminal pin. An x-ray was performed and revealed that the outer coil was fractured approximately 21cm from the lead tip. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region and contributed to the observations of insulation issues and noise seen in the field.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this pacemaker system was explanted and replaced about 1.5 years after it was implanted. The right ventricular (rv) lead had observations of noise and possible insulation issues noted at explant. The right atrial (ra) lead had observations of high out of range pacing impedances that were greater than 2000 ohms and noise. The leads were both explanted and replaced successfully. However, when the new ra lead was inserted into header of the same device there were observations of noise. The physician decided to explant and replace the device as well. The whole system was explanted and replaced. No additional adverse patient effects were reported.